Event description:
The manufacturer received information alleging the ventilator had not been providing airflow and no alarm was sounding. The patient¿s blood oxygen saturation was observed to be 65%. The patient was taken to the hospital via ambulance and was admitted. The patient was unconscious and had co2 accumulation. The patient was ventilated with noninvasive positive-pressure ventilation and recovered. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint that there was no airflow or the device stopped operating was not confirmed by operational checking. The manufacturer checked the error log and confirmed no error indicating a failure had been recorded at the time of the event. Internal checking was performed and no abnormality was confirmed. The waveform data verified that airflow had been continuously being delivered at the time of the event.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging the ventilator had not been providing airflow and no alarm was sounding. The patient¿s blood oxygen saturation was observed to be 65%. The patient was taken to the hospital via ambulance and was admitted. The patient was unconscious and had co2 accumulation. The patient was ventilated with noninvasive positive-pressure ventilation and recovered. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint that there was no airflow or the device stopped operating was not confirmed by operational checking. The manufacturer checked the error log and confirmed no error indicating a failure had been recorded at the time of the event. Internal checking was performed and no abnormality was confirmed. The waveform data verified that airflow had been continuously being delivered at the time of the event. After receiving further information from the patient it is determined that the initial report should have been filed as serious injury only. Section adverse event/product problem in box b has been updated/corrected in this report.